Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial and ventricular lead exhibited noise. Noise was reproducible with isometric testing and pocket manipulation. All other electrical measurements were in range. During lead revision, both leads were tested through the psa and no anomalies noted. It was noted that the pulse generator distal tip port appeared to be milky white. The header was cleaned and the leads were reconnected to the device. The leads were tested again and no anomalies noted. No noise was seen. It was suspected that the leads were not fully inserted into the header which may have caused the noise on the leads.